Manufacturer narrative:
The apollo micro catheter was returned without the microvention traxcess guidewire. The traxcess guidewire has a proximal outer diameter (od) of 0.014¿ and distal od of 0.012¿, as per an online source. Per the apollo micro catheter instruction for use (IFU) the apollo micro catheter is not compatible with guidewires greater than 0.010¿ in diameter. Therefore, the traxcess guidewire was found to be not compatible for use with the apollo micro catheter. The apollo micro catheter was decontaminated. It could not be determined if the apollo length meet specification as the 1.5cm detachable tip was found detached and not returned. No damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The ldpe coupling tube overlap length was measured to be 1.3mm which is within specification. No other anomalies were observed. There was an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review will be performed. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. In this event, it is likely the use of an incompatible guidewire caused the apollo tip to prematurely detach. Tip premature detachment can also be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification or repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter tip remains in the patient and the remainder has not been returned; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that apollo tip unintentionally detached when the device was advanced. When accessing the pericles with the traxcess wire and apollo, the apollo tip detached when attempting to navigate. There was reportedly no resistance experienced. The apollo separated tip remains in the patient while the remainder of the catheter was able to be removed this event occurred during an avm embolization. The anatomy was reported to have been moderate in tortuosity. The reported device and the accessory devices were prepared as indicated in the IFU. T a continuous flush was maintained.